Manufacturer narrative:
Please note that we erroneously submitted an initial MDR for this case. No investigation results are required to be submitted for this event, as the customer made a preventive maintenance request only. At present, we consider this request closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the swivel lock of the mayfield modified skull clamp (product ID a1059) needs service. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.